Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to hospital. Upon review, the right ventricular lead exhibited noise oversensing. The noise was reproducible through pocket manipulation. Lead revision was discussed. No patient symptoms were reported.